Manufacturer narrative:
Per the user facility's biomedical technician (bmet), when he came into the surgery room the end-user was operating using the heart lung machine (hlm) in manual mode. The ccm was black, they heard the fans running but there was no message in the screen. He changed the coin battery but the ccm displayed the same message again. He restarted the unit and the error message was gone.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a "disk boot failure, insert system disk and press enter" error message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: d4, e1, e3 and h4.

Manufacturer narrative:
The reported complaint was confirmed. The manufactured trained biomedical technician (bmet) changed the coin battery and the central control monitor (ccm) initially displayed the error message. The second time he restarted it with the replacement battery in it, the ccm got through and operated as intended. There were no additional reoccurrences of the issue after replacing the coin battery of the control board. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.